Event description:
It was reported that the user experienced hyperglycemia with glucose levels in the 400s while using the ilet, performed a supply change, and subsequently observed a downward trend to 328; the user noted abdominal scar tissue and changed the tubing and infusion set without visible issues, with connector and cartridge lot numbers provided. Symptoms included hyperglycemia without associated clinical complaints. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available, with insufficient information regarding a specific device problem or component involvement. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.